Event description:
A broken spike of transfer set was found during connection by the clean flash and reported to baxter. The product was used for 150 days. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.